Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse contacted technical support to report an issue that the patient side manipulator (psm) 1 cannula mount was defective and could not secure the cannula properly. The site continued the procedure using psm 2 and psm 3. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse observed that the cannula mount was damaged, and they replaced a new one to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The probable root cause could not be definitively established using the fse servicing details.